Event description:
Alleged deflation.

Event description:
Alleged deflation

Manufacturer narrative:
Unable to confirm deflation. No explantation occurred. No additional information available.

Manufacturer narrative:
Unable to confirm deflation. Explant was discarded by physician. No additional information available.

Event description:
Alleged deflation